Event description:
End-user alleges the bolt that locks the left swing-away leg rest into place snapped off on a tdxsi power chair. End-user states that he believes that the bolt gave away due to the stress over time. End-user states when trying to move himself from one position to another position he scrapes or bruises his legs which has caused a staph infection.